Event description:
A medic is alleging that on (B)(6) 2018, while assisting in the unloading of a patient from the ambulance, the stretcher allegedly collapsed onto his right leg and bent it backwards resulting in injury. The reported stretcher was 11 years old at the time of the alleged incident. The alleged incident was not reported to manufacturer at the time of occurrence. Service records indicate the stretcher was returned to service after the date of the alleged incident.